Manufacturer narrative:
Visual inspection found scuff marks consistent with contact against another metallic device, such as a cannula or other surgical instrument, along the distal electrode return cap, ceramic insulating spacer and black sheath surrounding the return shaft. Adhesive sealant was observed to be detached directly adjacent to the scuff markings, suggesting abrasive forces may have been a factor. Other factors which could contribute to damage to the adhesive sealant involve use of the device as a lever to enlarge the surgical site or gain access to target tissue. The instruction for use (¿IFU¿) contains warnings and precautionary measures to adhere to during activation of the device. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was alleged that the ambient super turbovac had portions of the adhesive sealant around the insulating electrode spacer detach and fall into the joint. The surgical site was flushed but the surgeon was unsure whether all pieces were removed. The procedure was successfully completed using the same device and the incident did not result in a surgical delay. There have been no reported patient complications.